Manufacturer narrative:
The facility reported that while an employee was lifting intercept detergent off a shelf, chemistry fell and spilled, splashing onto her face and into her eyes. It was reported the employee was wearing proper protective wear including eye wear and gloves at the time of the incident. The employee was back to work the same day the incident occurred with no symptoms. The exposed personnel is reported to be fine. Medivators regulatory affairs contacted the facility after receiving the chemtrec report. It was reported the employee sought medical attention from a local eye clinic where they flushed her eyes with water and applied chemical dye to determine if any damage was done to her eyes. There was no damage as a result of the exposure to intercept detergent. This complaint will continue to be monitored in medivators complaint system.

Event description:
The facility reported that while an employee was lifting intercept detergent off a shelf, chemistry fell and spilled, splashing onto her face and into her eyes.